Event description:
It was reported that a device detachment occurred. A comet ii pressure guidewire was selected for use. During the procedure, the wire was used to perform dfr in the left anterior descending artery (lad). After fixing it, the pressure guidewire was intended for use in another vessel. However, during equalization, the wire was observed to have entered a different vessel. At that time, it was noted that the wire had detached at the radiopaque portion. The detached portion was retrieved using a snare and no fragments was left inside the patient. The procedure was completed using an alternate method. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.